Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported device interrogation noted non-capture of the left ventricular (lv) lead. A chest xray was performed and the lv lead was seen to be dislodged and retracted into the superior vena cava (svc). The lead was turned off and then explanted and replaced. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.